Event description:
During routine v/s check, pt complained of right pain at which time blood was noted on floor and venous line disconnected. Staff noted that pt had been seen manipulating catheter and bloodlines in past and had been warned against this behaviour. Pt's blood was returned after disconnection. 2 units of packed cells given and treatment completed with new kidney and lines.